Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (732 mg/dl), diabetic ketoacidosis, and feeling sick. Reporter alleged that the pump was not lowering blood glucose when delivering correction boluses. Customer reverted to insulin pen therapy. Reportedly, troubleshooting had been performed by customer¿s diabetes educator at health care provider¿s office and no pump issues were identified. Customer was reported as being an uncontrollable diabetic and uses a lot of insulin. While hospitalized, customer was treated with intravenous insulin drip. Customer was discharged from the hospital the following day with no permanent damage and blood glucose of 110 mg/dl.